Event description:
Notes: this report pertains to the second of two reported malfunctions occuring during the same procedure. Refer to MFR report #3005099803-2008-04942 for details regarding the first device. It was reported to boston scientific corporation that during a second attempt to deploy a resolution clip device, it was difficult to release the clip. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.